Event description:
It was reported that the right ventricular (rv) lead impedances and capture thresholds have both doubled since (B)(6) 2013. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted 2010 (B)(6). (B)(4).